Event description:
Report received of an independent rate change. The pump was programmed to deliver an unspecified volume of normal saline at a rate of 125ml/hr on the primary line. There was no secondary line programmed. A few minutes after the pump was infusing, the nurse noted that the infusion rate on the display was 18ml/hr. She then reprogrammed the pump to infuse at 125ml/hr. Reportedly, a couple of hours later, the pump was found infusing at 22ml/hr. There were no reported alarms. The nurse removed pump from clinical service and the infusion was resumed with a replacement pump. The patient did not experience any adverse effects. It was reported that a physician was in the unit using his cell phone. The customer indicated that the physician was not in the patient's room. The proximity of the cell phone to the pump is unknown. Though requested, the customer did not known which type (analog or digital) or brand of cell phone the physician was using.